Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an idiopathic ventricular tachycardia (idvt) radiofrequency (rf) ablation with a qdot micro catheter, the patient experienced blood pressure drop, tachycardia, and pericardial effusion treated with pericardiocentesis. It was reported that a pericardial effusion was noticed during the case. The patient's blood pressure dropped, and the patient was tachycardic during ablation. The procedure was aborted. It was also indicated that the physician has completed the ablation portion of the procedure. The pericardial effusion (pe) was confirmed on intracardiac echocardiography (ice). Pericardiocentesis was performed, and the patient status was reported as stable and fully recovered (no residual effects). The patient required extended hospitalization and was admitted overnight for observation. The procedural activated clotting time (act) was above 300. The event occurred during the last ablation lesion, and anesthesia noticed the pressure had dropped. Two catheter exchanges occurred during the procedure. No transseptal puncture was performed. Prior to noting the pe, ablation was performed. There was no evidence of steam pop. Flow setting for irrigation catheter used was 2/15ml/min. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation, and no error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, and vector. The visitag module used for parameters for stability were 3/3/25/3. The additional filter used with the visitag was color bar and impedance drop 3-7ohms. The color option used prospectively was other-impedance drop 3-7 ohms.